Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed the device was returned improperly coiled. A bend was identified at 6 cm. A series of bends were identified at 17 cm, 26 cm, 38 cm, 65 cm, and 71 cm from the distal tip. The handle, steering knob, locking mechanism, and electrodes appeared to be intact. The device met specification for curve but did not meet the planarity specification in the f direction. The device did not meet curve or planarity specification in the j direction. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: - do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. - do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ep catheter had a warped, abnormal curve. The catheter was not deflecting enough to the liking of the electrophysiologist. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.